Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate electric shock due to oversensing atrial fibrillation (af). It was noted that the patient is on low dose meds for af. The patient presented to the clinic, and the device was programmed and the patient received another inappropriate electric shock for double and triple counting. Reprograming efforts were performed again. Currently, this s-ICD remains in service and no additional adverse patient effects were reported.